Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The left hip had a loose tritanium cup. The patient was revised.

Manufacturer narrative:
An event regarding revision involving an tritanium shell was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the indication for the revision is not clear since four years after the previous revision there is no evidence that cup migration or symptoms were present in what appears to be stable, fibrous acetabular cup fixation. Taper corrosion and the biomet stem and possible impingement of the collar of the biomet head may have contributed to the surgical indication. No patient demographics or clinical history are available in this (B)(6) patient. There is no evidence that factors of faulty component design, manufacturing or materials of the stryker acetabular components were responsible for this clinical situation." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. The provided medical records were reviewed by a consulting clinician who indicated that the revision is not clear since four years after the previous revision there is no evidence that cup migration or symptoms were present in what appears to be stable, fibrous acetabular cup fixation. Taper corrosion and the biomet stem and possible impingement of the collar of the biomet head may have contributed to the surgical indication. No patient demographics or clinical history are available. There is no evidence that factors of faulty component design, manufacturing or materials of the stryker acetabular components were responsible for this clinical situation. The root cause could not be determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The left hip had a loose tritanium cup. The patient was revised.